Event description:
It was reported by the aci sales professional that a male patient underwent an uncomplicated coronary intervention on (B)(6) 2009. A 6f sheath was used during the procedure and peri-procedural 8,000 units of heparin was administered. Post procedure, the patient's blood pressure (bp) was 124/73 and activated clotting time (act) was 247 sec. A femoral angiogram was taken in which the stick was said to be located in the profunda, just distal to the femoral head. The physician proceeded to use the mynx device which was prepped with 50/50 contrast and saline. Immediately post procedure, hemostasis was achieved and a bit of firmness was felt, however at the time they thought this was from the lidocaine. Approximately 30 minutes later, a hematoma began to form and a femstop was applied and the hematoma was resolved. The patient was discharged without further complication. On (B)(6) 2009, the patient returned with complaints of pain at the access site and an ultrasound confirmed pseudoaneurysm (psa). In addition, the patient was still feeling symptoms of angina post catheterization (unrelated to mynx) and was placed on heparin and integrilin. A vascular surgeon was consulted who felt as though it might have been a sidewall stick. The pseudoaneurysm was treated with a thrombin injection and resolved. The patient is reportedly doing fine with no report of clinical sequelae.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.